Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. As additional physical investigation could not be performed on the device, a definitive root cause could not be determined for the alleged issue. It was stated that the physician could not tell what caused the issue, there was no csf flow from the spinal segment when they spliced the catheter. Internal complaint number: (B)(4).

Event description:
Reporter stated that a catheter revision had been performed as a result of an underinfusion volume discrepancy. It was reported that the full 20ml was returned. A cap procedure was performed and the cap could not be aspirated. During the revision surgery, a new spinal segment was implanted and the old segment was tied off.